Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of lot-specific similar complaints revealed no indication of a lot-specific product quality issue. The device was not returned for analysis. Based on available information, a cause for the reported partial clip movement could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip movement post deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Poor imaging was noted due to excessive shadowing. One clip was successfully implanted at medial a2p2. A second clip was then implanted however post deployment the clip detached from the posterior leaflet (single leaflet device attachment (slda)). A third clip delivery system (cds) was advanced and placed center a2p2 to stabilize the slda clip. The clip appeared to be attached to both leaflets but was still hypermobile and it was difficult to assess the leaflet integrity. Mr was reduced to 3-4 and the procedure completed at this time. Per the physician, the leaflet pathology, overall patient condition combined with poor imaging resulted in the slda . There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.